Event description:
It was reported that the customer woke with a blood glucose (bg) level of 400 mg/dl. Reportedly, the customer administered an insulin injection of 14 units. Customer woke with a bg level of 154 mg/dl. Customer disconnected the infusion set site and performed a quick bolus of 3 units. An occlusion alarm occurred. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.